Manufacturer narrative:
Model number/catalog number: 72404155, serial number: n/a, batch/lot number: 1100401632, model/catalog description: reservoir 65 ml pc/iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device operates differently than expected is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. During revision surgery, the device was evaluated intraoperatively and was observed to inflate adequately when cycled in the operating room. No leaks were identified. The physician decided to explant and replace the device. No patient complications were reported.